Manufacturer narrative:
Product analysis: the connector was confirmed to be broken. The main printed circuit board (pcb) was found to be out of electrical specification. A battery wire was found to be pinched, with compromised insulation. The hanger assembly was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. It was further reported that the epg displayed an error code. Epg was returned for service. There was no patient involvement.